Event description:
On (B)(6) 2009, the pt was implanted with an scs system. The pt said she had pain at the ipg pocket site. It was described as aching pain but it went away the next day. The pt then said that she could not turn the stimulation up past 5 bars but was able to do so successfully when the representative walked her through it over the phone. Despite this, the pt still wanted to meet with the clinical specialist. The pt met with the clinical specialist (cs) and interrogated her system. All impedances were normal. The cs reprogrammed the stimulator and the pt had coverage in her back. The pt did complain of pain at the battery site and the pain management physician ordered some patches for the site.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.